Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal hemorrhoids ligation procedure performed on (B)(6) 2024. During the procedure, the first two bands were deployed successfully; however, the subsequent bands could not be deployed. The device was removed from the patient and the bands were manually removed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with two bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. Per media analysis on the provided photo, it showed the ligator housing had three bands attached to it and one of them overlapped. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had two bands attached to it. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic internal hemorrhoids ligation procedure performed on (B)(6) 2024. During the procedure,the first two bands were deployed successfully; however, the subsequent bands could not be deployed. The device was removed from the patient and the bands were manually removed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.